Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient lost consciousness unexpectedly while on vacation. Her fiance tested checked her bg level with a glucometer. The bg finger stick value was 27 mg/dl, but the cgm value was 80 mg/dl. He called emergency medical services (ems) and the patient regained consciousness in the ambulance. At the emergency room (ER) she was treated with dextrose 10 percent, monitored for 4 hours, and then discharged in stable condition. During the monitoring period, a bg finger stick value was 223 mg/dl and the cgm value was 312 mg/dl. Although there were 3 attempts at calibration, the cgm values continued to be discrepant. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b and c zone of the parkes error grid. No additional patient or event information is available.